Manufacturer narrative:
This is our response to reports sent to us by FDA and filed by nationwide childrens hospital. (B)(4) it was reported that the incidents only occurred during the night shift. Retained samples of the same lot number were re-inspected and no abnormality was found. The presence of adhesive was verified and individual tabs from retained samples have been also inspected and the condition of medical grade hydrocolloid adhesive and its ability of sticking to skin were verified. In addition, the product's device history records (DHR) of the current inventory were reviewed and no nonconformity was found. Samples of finished goods were pulled out from retained samples of the current lot number for re-inspection and no abnormality was found. The presence of adhesive was verified and individual tabs from retain samples have been also inspected and the condition of medical grade hydrocolloid adhesive and its ability of sticking to skin were verified as well. We were not able to reproduce the issue with any of the samples as all the retained and current samples of the product functioned as expected. Based on the provided details, it seems they did not have any issues with any other patients, or any other device so they are going to pull the chart and start looking at all factors. This complaint will be monitored for trending purposes and is added to the related logs and charts.

Event description:
Issues with activation of hydrocloid adhesive. Not sticking to the patient's face.